Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The related file (B)(4) (report reference number 3001845648-2020-00442) covers a separation of the inner wire before withdrawal of the stent. Note there were 2 attempts made to remove the wire and it is likely the wire separation occurred on first attempt of removal, likely due to excess force. Lab evaluation: n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu020-18) states the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub flim). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. There is no is evidence to suggest the user did not follow the IFU. As there is limited information made available definitive root cause could not be determined from the available information. There is a significant lack of information to root cause this failure. Possibilities include either exceeded indwell time, the exact indwell period is unknown, encrustation or patients condition. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, patient required both ureteroscopy and pcnl to remove the retained resonance stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Related to 3001845648-2020-00442. This complaint was opened to address the initial difficult stent removal . All information included in this report has already been reported to the FDA in (B)(4)/ report # 3001845648-2020-00442 as a serious injury report. Following submission of the above report the file was split which triggered an additional report. Complaint description : unknown rms was being removed for an unknown issue, unknown reason for failed removal of stent, stent left in place for unknown indwell after failed removal attempt, it was sequential removed at later date - reference (B)(4)/ 3001845648-2020-00442 for details of removal and patient information and outcome.